Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was noted that the user facility medwatch number was not included in the appropriate grid. This has been added.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission with device evaluation. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 305195, batch # unknown. It was reported by customer that the needle would not retract. Verbatim: rcc received a complaint via email. Email(s) attached. Two events occurred in a short period of time. Only one lot number was given. Nurse placed IV in patient and the needle would not retract. No patient or staff harm occurred. Product number - 305195. Lot number - 320951.